Manufacturer narrative:
D5;h2,3,4,6;g4: added addition info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: clip in jaws, damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was returned empty and locked out, further functional testing could not be performed. Therefore, it could not be ascertained as to how or why the clips were reportedly not secure. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clisp feed and form properly.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported by the affiliate that the clips were not secure on the vessels. This resulted in bleeding of the vessel. The vessels were the short gastric vessels. There was no pt consequence.